Event description:
The rptr did back to back blood glucose tests; details of timing and number of fingersticks used were not given. Reported results were 76, 42, 50 and 46 mg/dl. Rptr did not have any symptoms. A control solution test was in range. Follow up attempts to contact the rptr for further info have not been successful.